Manufacturer narrative:
There was no report of patient harm or injury. The device has been returned and is pending a supplier investigation. Upon the investigation. If additional information becomes available, a follow up report will be submitted accordingly.

Event description:
A rechargeable li-on battery used to power device was reported to have a small hole melted through the case during recharging. The hole was approximately 0.200" in diameter.